Event description:
A laser operator initially reported primary energy too low and hv out of range. During follow-up, the laser operator explained that the laser displayed system message, energy too high. They were able to press the ok button and complete the treatment without delay. There was no patient harm reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance when additional reportable information becomes available. (B)(4).